Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and the hemostasis valve could not be tightened and was leaking blood. The procedure was completed with a different device and no patient complications were reported.